Event description:
It was reported that the patient had prialt put in her pump on (B)(6) 2013. As of (B)(6) 2013, ¿for the last month of so¿, she had been experiencing bowel and bladder incontinence. It was stated that the catheter was misplaced and she wasn¿t getting any prialt to the intrathecal space. It was questioned if the incontinence was related to the replacement. The patient¿s physician was aware of the patient¿s condition and was in the process of scheduling a surgery to remove the catheter. The patient had an appointment to see her physician on (B)(6) 2013. It was later reported that the patient¿s vertebral fractures led to the migration. The catheter was displaced out of the intrathecal space. The entire catheter migrated out. There was no replacement. The patient was high risk for surgery. A dye study was done and the pump was later stopped. At the time of the report, the patient was deceased. The death was unrelated to the pump and was due to the patient¿s neurological disease.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).